Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported that on (B) (6) 2010 approximately between 4:00 and 4:15 am, he received an unknown high reading on his precision xtra blood glucose meter "which was higher than it should be" and then he administered "too much insulin". The customer reportedly experienced symptoms of dry mouth, blurred vision, and also having a seizure and loss of consciousness. The paramedics were called and the customer reported they tested his blood glucose, obtained a reading of 40 mg/dl (meter used is unknown) and then treated him with glucose intravenously. The customer further reported he ate food and drank a beverage to alleviate his symptoms. He was not reportedly transported to a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45275) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.